Manufacturer narrative:
The referenced prior driveline replacement procedure was performed on (B)(6) 2015 and was reported under medwatch MFR report #2916596-2015-00880. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 2 months. The pump remains in use supporting the patient. The replaced portion of the driveline was received. The investigation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient observed audible and visual low flow and driveline disconnect alarms even when the driveline had not been disconnected. According to the patient, the event occurred when switching from battery to wall (power module) power and the alarm continued after switching back to battery power. The alarm resolved after the system controller was exchanged. The patient remained on battery power overnight. The vad team reported that there were no obvious driveline issues seen or palpated. The patient was asymptomatic at the time of the event. Review of data log files from both system controllers by the manufacturer's technical services representatives noted multiple pump stoppages with low flow, low speed and driveline disconnect alarms while connected to the power module. The submitted x-rays revealed a prior driveline repair but no other obvious areas of concern were observed. On (B)(6) /2015, technical service representatives performed a distal end driveline replacement. Several hours later, pump stoppages and driveline disconnect alarms reportedly reoccurred when connected to the power module with a grounded power module patient cable. The patient was placed on battery power and was provided an ungrounded patient cable for use with the power module. The patient remains asymptomatic and will be monitored for further pump stoppages. The vad team will further discuss with the cardiology and surgery teams to determine the most prudent course of action. No further information has been provided.

Manufacturer narrative:
Device evaluation: approximately 18 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test revealed breaches to the insulation of the orange and yellow wires at approximately 9.5 inches from the metal connector. As a result of the damage, the underlying wire conductors were exposed. Abrasion marks were also identified on the insulation of the black wire at approximately 9.5 inches from the metal connector; however, the underlying conductors of the black wire were not exposed. The damage to the wire insulation appeared consistent to abrasion due to rubbing against the braided shield layer as a result of repetitive movement of the driveline in this location. The reported red heart alarms could have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on vad support. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient experienced no further issues due to relying only on battery power despite being given an ungrounded patient cable for use with the power module at home. The patient decided not to undergo surgery.